Event description:
There was an allegation of questionable elecsys tsh assay results for 1 patient sample on a cobas e 801 analytical unit. The initial tsh result was 0.0207 uiu/ml. The repeat result was 3.71 uiu/ml. The sample was repeated on another analyzer and the result was 3.75 uiu/ml.

Manufacturer narrative:
The analyzer serial number is (B)(6). The qc and calibration recovery data provided was acceptable. The investigation is ongoing.

Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. The root cause of the event was found to be consistent with pre-analytical sample handling issues.